Event description:
Left hemicolectomy procedure. Slcr55b fired and performed as intended during original procedure. Surgeon commented on how excellent the haemostasis turned out. There was one stitch placed into one end of the closed enterotomy. Update in 2004: upon re-operation, it appeared as though the enterotomy had opened up. However the staples were present in the tissue and seemed to be perfectly formed into a b-shape. An unintended colostomy (which can be reversed in the future) was done and the distal rectum was closed. Pt recovered and will be given the opportunity for colostomy reversal to re-establish continuity of the colon.